Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the date of removal was (B)(6) 2020. The replacement implants were natrelle inspira soft touch breast implants 750cc allergan brand non mentor implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/7/2020, during visual evaluation of the product, shell wear was observed on the posterior aspect. Within the wear, a tear was observed, measuring approximately 1.2 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of lot 1009882 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation and capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/20/2020, it was reported to mentor that the patient experienced bilateral capsular contracture. On 4/22/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant products: saline mentor siltex round moderate profile 425cc, catalog number 3542670, serial number (B)(4), lot 5563726 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile 425cc and experienced deflation on the right breast implant. The patient has a history of bilateral hypoplastic breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.